Event description:
It was reported that the index procedure was on (B)(6) 2012 during which a promus stent was deployed. The patient has reported that she has slowly gotten more sick as time has gone by. She thinks she may have an allergy to the promus stent. Since (B)(6) 2013, she has had 6 severe anaphylactic shock episodes. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Hypersensitivity is listed in the promus everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.